Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by a patient that a pod had caused the patient's blood glucose (bg) levels to go low. Patient stated that they had just been to a scheduled doctor's appointment and that when they arrived they had a bg value of 29 mg/dl. Patient stated that they were assisted at the hospital where the doctors appointment was. Patient state that they were treated with 3-4 orange juices and 2 apple juice drinks plus a turkey sandwich. Patient also stated they were put on intravenous (IV) therapy and was given something through the IV to flush the patient's blood. The pod was discarded at the hospital.